Manufacturer narrative:
H3: pending investigation. D10: 2882996 - 160-30-13 - pf spline plasma w/ha sz 13 3645616 - 186-03-54 - integrip mh cup sz 54mm2 4149590 - 142-36-00 - cocr fem head 36mm +0 offset 12/14 4154312 - 180-65-20 - alteon 6.5mm screw, 20mm 4192799 - 180-65-25 - alteon 6.5mm screw, 25mm 4193180 - 180-65-30 - alteon 6.5mm screw, 30mm h7: z-2122-2021

Event description:
As reported, the patient had an initial left tha on an unknown date. The patient was revised on (B)(6) 2023 due to the recall, and the liner was swapped. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: edge loading of the femoral head on the acetabular liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images were not provided. Additionally, the reported wear could not be determined from the provided radiograph. Correction: h6 clinical code, medical device problem code, and component code.